Manufacturer narrative:
Unit passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test and prime/delivery test. The operating currents were in specification. Motor error alarmed during basic occlusion test due to loose/protruded drive support disk. Unit received with missing address/serial number label, unable to verify label worn/faded due to missing label. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone call to be stuck in the "preparing to prime" loop. Customer's blood glucose was 89 mg/dl. During troubleshooting, insulin pump did not beep nor did numbers appear on screen as was supposed to and insulin squirted out. Customer reported that sticker on back of insulin pump was missing. Customer was advised that insulin pump would need to be replaced.